Manufacturer narrative:
With the information provided by the customer, the investigation determined that the sids for multiple patient samples were associated with the incorrect patient names and assays when processed on a vitros 350 chemistry system. The most likely cause of the event was user error. The vitros 350 chemistry system was operating as intended. The customer reused sids without ensuring the previously programmed sids were processed to completion or deleted prior to reuse.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report the sids for multiple patient samples were associated with the incorrect patient names and assays when processed on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer identified the discrepancy and no erroneous results were reported. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).